Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Pad-pak did not fit in AED or power up device.

Event description:
Pad-pak did not fit in AED or power up device.

Manufacturer narrative:
The pad-pak was manufactured as part of a lot of (B)(4) on the (B)(6)2018. All pad-pak¿s were voltage tested on the 2nd october 2018 with one recorded fail. The pad-pak which failed was then stored in quarantine. (B)(4) pad-pak units were dispatched to ¿hst llc¿ on the (B)(6)2018 . Damaged locator pin on the returned pad-pak. Damage was observed on the locator pin on the battery terminal side of the returned pad-pak (a3016 ¿01-jan-2023).this damage impeded the insertion of the pad-pak within the device and resulted in a device not powering on. The investigation was unable to determine when the damage to the locator pin occurred but if it was present during the installation it would have resulted in the reported failure. The damage may have been caused during an incorrect installation of the pad-pak. The pad-pak will be scrapped and replaced.